Manufacturer narrative:
Plant investigation: the product sample was not returned to the manufacturer, and therefore a physical evaluation could not be performed. A photo and video were provided showing a leak at the luer lock connection to the venting port. No nonconformities were found during review of the manufacturing records. The manufacturer confirms they have received similar error messages about leaks at the affected connection. The reported error pattern is known. A defect at the inner conus of the luer lock-positive adapter was identified as the cause of the reported leakage. As the damaged component is a purchased part, the supplier has been informed for further examination of the error. Measures have already been implemented to avoid this error in the future.

Event description:
It was reported that a leak occurred while priming an xlung kit 230 for extracorporeal membrane oxygenation (ECMO) therapy. The leak was coming from the connection of the p2 port to the de-airing line. The connection could not be tightened and thus the kit could not be used. The xlung kit was inspected for damage prior to use, and nothing was found. Additionally, it was confirmed that no defects were found at the location of the leak after the leak was identified. The reported problem did not result in any delayed or missed treatments. It was also confirmed that the leak did not lead to any adverse effects or the need for medical intervention. The sample was not returned for evaluation. However, a photo and video of the leak were provided for review. The photo and video show fluid dripping from the reported leak location.